Event description:
Follow-up information revealed the patient underwent surgical intervention on (B)(6) 2016, where the lead was repositioned. However, effective therapy was not established.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is receiving stimulation in the incorrect area (ribs and stomach). However, her targeted area of pain is legs and low back. X-rays were taken, but no anomalies were found. Reprograming was initially able to resolve the issue. However, the patient reported the issue has reoccurred. Subsequently, the patient may undergo surgical intervention as the next course of action. The event date is unknown.